Manufacturer narrative:
Section a: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Section b5: the patient previously underwent debridement reported under MFR#: 2916596-2020-01909. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the source of the infection was a pseudomonas driveline infection. The patient complained of worsening lvad driveline infection with pain that was worse on the left side of the driveline accompanied with pus from the vac dressing (almost half a bottle filled in one week).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an infection and was started on IV cefepime and daptomycin. The patient was switched to IV ceftazidime on (B)(6) 2019. PICC inserted on (B)(6) 2019 and the patient continued with outpatient antibiotic therapy for 4 weeks course upon discharge.